Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right atrial (ra) lead exhibited no capture. In addition, it was reported that the patient¿s right ventricular (rv) lead exhibited low pacing impedance. The rv lead detections were programmed off, and the patient was discharged from the hospital with a life vest. Ra and rv lead extractions are planned; however, the leads remain in use until the procedure occurs. No patient complications have been reported as a result of this event.